Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patient. There was no report of any patient harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event, however they did verify an error code in memory that substantiates the customer's claim. The unit passed extended self testing. No parts were replaced. The report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.